Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and expired the same day. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.